Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer was having issues with a bent cannula. Customer mentioned her blood glucose level was in the highs of 598 and 600 mg/dl. Customer had to change the sets 5 times. Insulin pump alarmed no delivery alarm. Customer was unable to troubleshoot. Customer was advised to monitor the insulin pump and call the help line when the alarm occurs. Customer will not be returning the device for analysis.